Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10ft device was used during a minor lap procedure on an unknown date and ¿component stayed on after surgeon released the activation button and caused a burn to the patient¿s skin¿. Follow-up assessment questions were asked, and the distributor stated there was ¿no further information to provide¿. This report is being raised due to the reported injury of a burn of unknown degree to the patient.

Manufacturer narrative:
The device will not be returned, and the photographic evidence provided does not appear to verify the complaint; therefore, a device malfunction cannot be verified. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: when not in use, the active electrode should be placed in a clean, dry, non-conductive safety holster. Inadvertent contact with the patient may result in burns. Contact with drapes or linens may cause a fire. Do not activate the instrument when not in contact with target tissue, as this may cause injuries due to capacitive coupling. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10ft device was used during a minor lap procedure on an unknown date and ¿component stayed on after surgeon released the activation button and caused a burn to the patient¿s skin¿. Follow-up assessment questions were asked, and the distributor stated there was ¿no further information to provide¿. This report is being raised due to the reported injury of a burn of unknown degree to the patient.